Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion location is unknown. During an attempt to re cross the 2.5 x 32mm promus premier stent with a wire to perform post dilation the distal end of the stent showed some strut deformation. No further information has been able to be obtained.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).